Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, a patient returned with fluid on the knee and infection. Doctor indicated that the suture was not lasting as long as it should and absorbing faster. No further information has been provided.